Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce. This incident occurred outside of the united states.

Event description:
Patient reported elevated blood glucose due to bent infusion cannulas. There were no issues during the preparation of the infusion set. The infusion cannula did not insert properly and was just sitting under patient's skin. This was discovered 1 hour after insertion when patient tested her blood glucose. She removed the headset and noticed the cannula was bent or kinked. There was no insulin leakage. Insertion device was used to insert the headsets. Patient started using this type of infusion set in (B)(6), 2010, and these concerns have been ongoing since then. Patient provided an example of elevated blood glucose. On (B)(6) 2011 at 8:00 am, the infusion headset was changed. Blood glucose was 7.3 mmol/l (131.4 mg/dl) at that time. Blood glucose was 19 mmol/l (342 mg/dl) at 10:30 am and 21.4 mmol/l (385.2 mg/dl) at 11:30 am. Patient changed the infusion headset again and noticed the cannula was bent. Alleged product was requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue. Additional details were not provided.